Event description:
Reporter alleged obtaining a discrepant blood glucose result of 162 mg/dl on advantage system 1 compared back to back with a result of 71 mg/dl on advantage system 2 when testing was performed within 10 minutes. Reporter indicated that he was experiencing some hypoglycemic symptoms during the time of testing. Reporter states he self-treated with orange juice and a sandwich. No ther actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 1 (lot number 550078, expiration date 04/30/2009). Reference medwatch report for the suspect device used in system 2.